Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, the inner cannula was too tight to connect. The customer reported there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample device was received for evaluation. The reported event was confirmed. A visual inspection was performed and it was observed the outer cannula presents a deformation. A functional test was performed and it was observed none of the inner cannulas could be accordingly inserted to be locked. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.